Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0010103 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time.

Event description:
It was reported that the scale markings were misaligned on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. As reported by the customer, "the numbers on syringe were not pressed properly.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings were misaligned on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. As reported by the customer, "the numbers on syringe were not pressed properly."